Event description:
It was reported that this right atrial (ra) lead exhibited noise and atrial oversensing of ventricular signals. When a filter was applied, the noise was distorted. Technical services (ts) suspected the source of the noise was electromagnetic interference (emi). This ra lead remains in service. No adverse patient effects were reported.